Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure, the stent graft allegedly failed to deploy from the vascular stent graft delivery system, and the handle of the delivery system allegedly broke. Reportedly, another device was used and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. There was no manufacturing anomalies or changes identified which may have caused or contributed to the reported event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the sample was not returned; however, potential factors that could have led or contributed to the reported event have been considered and reviewed. Based on the available information the complaint was closed with inconclusive results. A definite root cause for the reported issue could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." (B)(4). The catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular grafts products that are cleared in the us. The 510 k number and pro code for the fluency plus vascular stent grafts products are identified.

Event description:
It was reported that during a stent graft deployment procedure in the brachial artery to treat a tortuous and calcified lesion in the hypogastric artery via the left arm access, the stent graft allegedly failed to deploy from the vascular stent graft delivery system, and the handle of the delivery system allegedly broke. Reportedly, another device was used and the procedure was completed. There was no reported patient injury.